Event description:
It was reported that the patients spinal cord stimulator (scs) device had stopped working and was no longer providing pain relief. The patient subsequently underwent an scs system explant procedure. The explanted device components were unable to be returned. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 18141261 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 18141261 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).